Manufacturer narrative:
(B)(4). A visual , functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not received at our facility. A device history record review could not be conducted since the lot number (cm10) provided in this complaint is not of a molded component in (B)(6) facilities. Customer complaint cannot be confirmed, based only on the information provided, to perform a correct investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made, but at the time there is no inventory of the involved product code (40040: adaptor , 040 hum,intl) available at the facility nor is being manufactured at the time; however regarding other customer complaints from this same issue, a CAPA file #(B)(4) was opened to perform a further investigation this issue. If device sample becomes available at a later date this complaint will be re-opened.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the thread of the adaptor was damaged. Based on the visual exam, the reported complaint was confirmed. All personnel from the molding area related to this process were notified. In addition, a CAPA was opened to address the issue with the adaptor threads.

Event description:
The customer alleges that the connector did not fit the oxygen flowmeter. A new device was obtained for use.

Event description:
The customer alleges that the connector did not fit the oxygen flowmeter. A new device was obtained for use.